Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted because the conductor link became visible in the external auditory canal. Patient's hearing performance decreased over time. The patient was re-implanted with a cochlear implant.

Manufacturer narrative:
Conclusion: investigation results show damages limited to the conductive link that are partly related to the removal surgery and partly to the reported extrusion of the conductor link into the external auditory canal. Additionally the patient's hearing deteriorated over time; however this was not caused by the device. The patient has been re-implanted with a cochlear implant. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The device was explanted because the conductor link became visible in the external auditory canal. Patient's hearing performance decreased over time. The patient was re-implanted with a cochlear implant.